Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 120 mg/dl. Advised the caller that the insulin pump would be replaced. Nothing further was reported.